Event description:
An endurant stent graft system and aptus endoanchors were implanted in a patient for the endovascular treatment of the pre-operative rupture of a 6.4 cm abdominal aortic aneurysm. It was reported that the 16x16x124 left limb of the endurant stent graft appeared to have slightly retracted, resulting in a type ib endoleak and aneurysm enlargement. An endurant ii iliac extension was implanted and the event resolved. The physician assessed this to be device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information was received for this case: postoperative fever was reported that was determined to be related to the reintervention procedure. The patient recovered with treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the aaa expansion could not be determined from the films provided. The endurant bifurcate/cuff and endoanchors were within a severely angulated neck. The suprarenal stents and proximal aortic body were angulated ~75 ¿ 80° rt-lt relative to the distal aorta and iliac limbs. A proximal type I endoleak was seen after implanting the bifurcate; however, no endoleak was seen after the aortic cuff and endoanchors were implanted. The cause of the endoleak was likely due to the severely angulated neck. During the initial 12 month implant duration, there was a decrease in aaa size from 6.6cm to 5.2cm; with no endoleak. The most recent CT¿s returned from 25 months showed a slight increase in the aaa diameter to 5.5cm. There has also been a gradual bilateral increase in the distal limb od¿s, with a more significant increase seen from the distal left iliac limb (from 13mm to 18mm) which currently appears to have pulled away from the wall of the lcia. Although no clear distal type I endoleak could be seen, it is possible that the aaa is being pressurized from this marginal left distal seal. Relative to earlier CT¿s, there does not appear to be any significant left limb migration. The likely cause of the marginal distal seal is disease progression; iliac artery dilatation. Films during or after the intervention which extended the left limb and resolved the event were not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received for this case: it was reported that a follow up CT revealed aneurysm enlargement and a type ib endoleak in the left common iliac limb. Intervention by coil embolization of the left hypogastric artery and limb extension was completed and the event is now resolved. Per the physician the cause of the event undetermined. The physician commented that the previous limb extension did not have much length left in the iliac to work with. If information is provided in the future, a supplemental report will be issued.